Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the camera cable of the subject otv-s7proh-hd-12e was twisted. When jiggled the twisted part of the camera cable of the subject otv-s7proh-hd-12e, the reported failure phenomenon, which the endoscopic image was not displayed, could be reproduced. The device history record was reviewed and found no irregularities. Based on the evaluation result, omsc determined that the twisted part of the camera cable of the subject otv-s7proh-hd-12e was broken and the failure phenomenon was caused by this breakage of the camera cable. And it was surmised that the breakage of the camera cable was attributed to the user inappropriate handling. The instruction manual of otv-s7proh-hd-12e already cautions for the camera cable handling.

Manufacturer narrative:
The subject otv-s7proh-hd-12e has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7proh-hd-12e to determine the cause of this phenomenon when omsc receives it. Otv-s7proh-hd-12e instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Patients were anesthetized prior to endoscopy using the otv-s7proh-hd-12e. After that, the image of the otv-s7proh-hd-12e was not displayed. The user replaced the subject s7proh-hd-12e with another similar device and completed the endoscopy. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.